Event description:
During a patient event, it was reported that the device shock button was inoperative while attempting to deliver energy using the therapy cable. The user reported that they pressed the button approx 10 times before it shocked the patient. The patient was ultimately shocked and survived the event. A back-up device was not utilized since the device provided the shock. There were no further details on the patient or event details provided.

Manufacturer narrative:
(B)(4): the initial reporter, facility biomed, verified that the device shock button was inoperative. However, a third party biomed evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer and placed back to service for use. The device was not returned to physio-control for analysis. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
The initial emdr reads: the initial reporter, facility biomed, verified that the device shock button was inoperative. However, a third party biomed evaluated the device and was unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer and placed back to service for use. The device was not returned to physio-control for analysis. A conclusive cause of the reported problem could not be determined. The initial emdr should read: both the initial reporter, facility biomed, and the third party biomed evaluated the device and were unable to duplicate the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer and placed back to service for use. The device was not returned to physio-control for analysis. A conclusive cause of the reported problem could not be determined.